Event description:
Additional information obtained identified after the wound wash out the issue appeared to have resolved. However, the incision site became red and inflamed again and the physician decided to remove the system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an ipg pocket site wound wash out. Reportedly, part of the incision at the pocket site was not healing with some fluid discharge. Subsequently, follow up identified the patient's scs system was removed.